Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with noise on stored egm. Noise had low amplitude and was not reproducible. Slight rv pacing impedance increase was observed. The patient will be monitored with a routine follow-up. The lead will be revised during generator change out. The patient is stable.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicates that vf episode due to noise on the ventricular channel and high impedance were noted. Possible lead damage was suspected.